Event description:
The international service technician reported when checking the data acquisition to motor controller cable a data acquisition pcb adc reference failure occurred. There was no patient involvement.